Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the free luer on the disposable pressure transducer was detached when the customer tightened the connection between the disposable transducer and three way stop cock before use.